Manufacturer narrative:
No conclusion can be drawn. No evaluation was performed, as the device was not returned. If the device is returned in the future, product analysis may be performed. This dm0010faa easydrill cranial perforator with lot number's 556/20, 727/20, and 800/20 were manufactured by micromar. Multiple warnings are included in the easydrill cranial perforator IFU manual including: it is essential to keep the drill perpendicular (90°) at the predetermined point of the skull to be drilled, as an excessive deviation from perpendicularity may cause the product to fail and lead to serious patient injury. Select a drill bit suitable for the bone thickness. This prevents the drill from tearing the bone or brain tissue (similar effect when the bit is not positioned at 90°). If the components of the easydrill cranial perforator become loose during trephination, discontinue use. The drill can cut or tear the dura mater when it unlocks. Check some conditions before performing the procedure, such as the existence of adhering dura mater or other anomalies adjacent to the drilling site. We will continue to track and trend this complaint type. Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an issue with the perforator during a craniotomy procedure. No patient impact reported. On follow-up, it was reported that there were three incidents while using the perforator and three lot numbers were provided (l/n: 556/20, 727/20, and 800/20). It was reported that the first incident happened while performing a trephine for a brain biopsy where the drill was broken and was discarded. The second incident happened during a chronic subdural procedure wherein the device did not self-lock and caused damage to the dura mater. The third incident happened while doing a trephine wherein the drill did not self-lock and they just use a backup device to complete the procedure. On further follow-up, no further information can be provided to clarify which lot numbers were involved in the case and no other information can be provided regarding the event. Product event (B)(4) and (B)(4) were created for the other 2 events.